Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have replaced the graphic user interface cpu pcb.